Manufacturer narrative:
The patient experienced peritonitis on an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unspecified date, the patient was hospitalized for the event. The cause of the peritonitis was reported as due to a cold. On an unreported date, the patient was treated with unspecified infused anti-inflammatory medication (dose, frequency and duration not reported) for the peritonitis event. At the time of this report, the patient was recovered form peritonitis and pd therapy was ongoing. No additional information is available.